Event description:
On (B)(6) 2012 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed the filter was tilted anteriorly and several of the filter struts perforated the inferior vena cava approximately 1-2 mm outside the lumen.

Event description:
On (B)(6) 2012 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed the filter was tilted anteriorly and several of the filter struts perforated the inferior vena cava approximately 1-2 mm outside the lumen.